Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After replacing the executive processor board, the equipment functioned normally and passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site address is (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had internal communication failure while using the equipment on a patient. Use of the equipment was suspended. Customer stated it caused serious harm to the patient, worsening circulatory failure.